Event description:
It was reported that the spring wire j-tip "has dent and almost fracture". The spring wire guide was stuck in the arrow raulerson syringe (ars) and could not be removed. The user removed the ars along with the spring wire guide. A new kit was used to complete the procedure. No patient harm was reported.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. The customer provided one photo for evaluation, which showed a kinked guide wire within its advancer assembly. The customer returned one guide wire and the product lidstock for evaluation. The guide wire was returned within the advancer tubing and showed evidence of use. The arrow raulerson syringe (ars) was not returned. Visual inspection of the guide wire revealed a kink towards the distal end of the body. Offset coils were also observed towards the distal tip. The distal j-bend was misshapen but intact. Microscopic examination confirmed the damage. Both welds were observed to be present and appeared full and spherical. Visual inspection of the ars could not be performed as it was not returned. The kinks in the guide wire were located 3mm and 19mm from the distal tip and the guide wire total length measured 600mm via calibrated ruler, which was within the specifications of 596-604mm per product drawing. The guide wire outer diameter (od) measured 0.813mm via calibrated micrometer, which was within the specifications of 0.788-0.826mm per product drawing. Fun ctional inspection of the returned guide wire was performed per the product instructions-for-use which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle. Advancement of guidewire through arrow raulerson syringe may require a gentle twisting motion." The returned guide wire was threaded through a lab inventory ars with no resistance. A manual tug test confirmed both welds were intact. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." A device history record review was performed with no relevant findings. Based on these circumstances, and without the ars to evaluate, the probable root cause for this event could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that the spring wire j-tip "has dent and almost fracture". The spring wire guide was stuck in the arrow raulerson sy ringe (ars) and could not be removed. The user removed the ars along with the spring wire guide. A new kit was used to complete the procedure. No patient harm was reported.